Manufacturer narrative:
Concomitant medical products: dtma2qq crt-d, implanted: unknown, 429878, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate therapy due to noise. A lead fracture was suspected. The lead was reprogrammed. High and undefined impedance values were seen on the right atrial (ra) and rv leads. The leads were disconnected from the cardiac resynchronization therapy defibrillator (crt-d) and reconnected at which point the impedances returned to normal values. It was suspected that the pin was loose. The pin was tightened with the wrench. The existing leads and crt-d remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.